Manufacturer narrative:
Additional devices listed in this event: catalog: 502-11-54e description: trident hemispherical cluster hole shell lot: unknown. Catalog: 2030-6520-1 6.5 description: cancellous bone screw 20mm lot: unknown. Catalog: 2030-6545-1 6.5 description: cancellous bone screw 45mm lot: unknown. Catalog: 2030-6530-1 6.5 description: cancellous bone screw 30mm lot: unknown. Catalog: 09390110 description: exeter 2.5 I m plug 10mm lot: l7998. Catalog: 0580-1-351 description: exeter v40 stem 35.5mm lot: g7280245. Catalog: 6364-2-136 description: v40 (tm). Femoral head lot: g7252988. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The customer reported that the patient has developed infection following implantation in (B)(6) 2018 with stryker devices.